Event description:
It was reported that a pt underwent a lower back lipoma removal procedure on (B)(6) 2010, and suture was used on the subcutaneous layer with a running stitch tied at the ends. On (B)(6) 2010, the pt returned with the center of the wound open. The ends with the knots were intact. The surgeon resutured the area.

Manufacturer narrative:
(B)(4). (B)(4) - wound dehiscence. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00748. The same pt is represented in each medwatch.